Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the AED mode of customer's device was inoperative. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.